Event description:
It was reported the patient had unwanted stimulation in her head, and the system was no longer providing stimulation coverage in her shoulder and arm. Follow up identified the lead had pulled out of the epidural space. The physician determined the lead had invalid contacts during intraoperative testing; it was reported the lead may have had a fracture. The physician replaced the lead. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.